Event description:
It was reported by customer that they inserted without diff fed guidewire and catheter. Press button to retract needle. Needle was hard to retrack. Guide wire would not pull out of cath. Cath and guidewire pulled from vein. "Patient mid-harm" ultrasound guided long-term IV line inserted to r forearm. Upon successful stick guidewire and cat was inserted. Press button to retract needle. Guidewire became logged in catheter. Device was removed and pressure held until bleeding stopped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing/retracting device is confirmed and was determined to be use related. The product returned for evaluation was a 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Use residue was evident throughout the sample. The safety was activated and the needle was fully withdrawn into the housing. The catheter was buckled and crumpled on the guidewire. The guidewire exhibited curved shape memory and the coils were misaligned. Microscopic inspection of the guidewire confirmed misalignment of the coils and revealed the guidewire to be intact. Microscopic inspection of the catheter tip revealed the edges to be folded inward. The misalignment of the guidewire coils suggest the guidewire was likely advanced against resistance. Those misaligned coils likely caught on the tip of the catheter resulting in catheter deformation during attempted guidewire removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they inserted without diff fed guidewire and catheter. Press button to retract needle. Needle was hard to retrack. Guide wire would not pull out of cath. Cath and guidewire pulled from vein. "Patient mid-harm" ultrasound guided long-term IV line inserted to r forearm. Upon successful stick guidewire and cat was inserted. Press button to retract needle. Guidewire became logged in catheter. Device was removed and pressure held until bleeding stopped.